Event description:
A patient was evaluated for infection at the lead implant site. The lead incision site was washed out and antibiotics administered.

Manufacturer narrative:
The evoke lead kit remains implanted. A definitive root cause of the infection is not able to be determined. The evoke scs system surgical guide includes the following risk, ¿infection that may require hospitalisation with intravenous antibiotic therapy.¿ the manufacturing records were reviewed. Product met all requirements for release.